Event description:
It was reported that the subject device had crack in the control section and the root of coating section. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found a crack on the connector ( cracks were found at the base of the actuator and the cladding) and corrosion of electrical contacts were noted. A definitive root cause of the reported phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Instructions for use (IFU) it states: - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Use of electrical contacts that are wet or dirty may result in equipment malfunction or failure. Olympus will continue to monitor the field performance of this device.